Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into a functioning outlet and wait at least 30 minutes to see if the pump would start charging, and a follow-up was scheduled to check on the progress. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.